Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.2 had failed. The user tried to reboot and recover the drawer, but issue didn¿t resolve. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected. A field service engineer reseated all the cables, and the station was rebooted after removing all pockets; however, the issue persisted. During part replacement, both the module and controller boards were replaced, but improper connection of latch sensor wiring likely caused damage to the module board. A subsequent replacement attempt revealed a damaged chip on the module and the board was replaced. The opening and closing sensor components were replaced, after which the issue was resolved. The system functioned as intended after the field service engineer repaired the device.